Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1909415) on 21-may-2019. The most recent information was received on 29-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of nickel sensitivity ('positive cutaneous test to chrome, nikel and cobalt') in a 46-year-old female patient who had essure (batch no. He011fa) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy in 2007. On (B)(6) 2016, the patient had essure inserted. In 2019, the patient experienced nickel sensitivity (seriousness criteria medically significant and intervention required) and allergy to metals ("positive cutaneous test to chrome, nikel and cobalt"). On an unknown date, the patient experienced epicondylitis ("right epicondylitis"), tendonitis ("tendonitis on left arm and shoulder /left tendon inflammation"), back pain ("sensation of bar in lower back"), musculoskeletal pain ("heaviness sensation on shoulders"), fatigue ("severe fatigue"), arthralgia ("severe joint pain after effort") and rash ("cutaneous eruptions"). The patient was treated with surgery (right salpingectomy and total hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the nickel sensitivity, allergy to metals, epicondylitis, tendonitis, back pain, musculoskeletal pain, fatigue, arthralgia and rash outcome was unknown. The reporter provided no causality assessment for arthralgia, back pain, epicondylitis, fatigue, musculoskeletal pain, nickel sensitivity, rash, tendonitis and allergy to metals with essure. The reporter commented: the patient must remove the essure via right salpingectomy and total hysterectomy on (B)(6) 2019 (left tube already resected after ectopic pregnancy on 2007). Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 29-may-2019: quality-safety evaluation of ptc. After internal review, the event "positive cutaneous test to chrome, nikel and cobalt" was splited to nickel sensitivity and allergy to metals and assessed accordingly. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 21-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('positive cutaneous test to chrome, nickel and cobalt') in a (B)(6) female patient who had essure (batch no. He011fa) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy in 2007. On (B)(6) 2016, the patient had essure inserted. In 2019, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced epicondylitis ("right epicondylitis"), tendonitis ("tendonitis on left arm and shoulder /left tendon inflammation"), back pain ("sensation of bar in lower back"), musculoskeletal pain ("heaviness sensation on shoulders"), fatigue ("severe fatigue"), arthralgia ("severe joint pain after effort") and rash ("cutaneous eruptions"). The patient was treated with surgery (right salpingectomy and total hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the allergy to metals, epicondylitis, tendonitis, back pain, musculoskeletal pain, fatigue, arthralgia and rash outcome was unknown. The reporter provided no causality assessment for allergy to metals, arthralgia, back pain, epicondylitis, fatigue, musculoskeletal pain, rash and tendonitis with essure. The reporter commented: the patient must remove the essure via right salpingectomy and total hysterectomy on (B)(6) 2019 (left tube already resected after ectopic pregnancy on 2007). Further company follow-up with the regulatory authority is not possible. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.